Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the surgeon used a duraform graft 3x3 in frontal area and additionally used tissucol (tissel by baxter) fibrin sealant. A few days after the surgery the pt had csf leakage from the nose. The pt had a second surgery and it was found that the duraform was not retaining the liquid.